Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was having problems on the left side of their back, and they believed the device was malfunctioning because sometimes it would work and sometimes it wouldn't work. The patient reported they saw a healthcare professional (hcp) and the hcp notified a manufacturer representative (rep). The patient was scheduled to meet with the rep but the patient had not shown up to the appointment. The patient saw their primary care provider to rule out kidney infection and had blood work done, which was negative. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the rep. They reported that no reps have met with the patient yet; the patient had missed another scheduled appointment with the doctor. The rep is waiting for the patient to become available to schedule another appointment. No further information was reported or anticipated.